Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned and analyzed and normal battery depletion was found.

Event description:
It was reported that the device was removed due to elective replacement indicator (eri) and (occult) potential unseen defect. No patient complications have been reported as a result of this event.